Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2013 by the journal of arthroscopic and related surgery titled ¿results of arthroscopic partial repair of large retracted rotator cuff tears¿. The study reviewed forty-four (44) patients who underwent shoulder procedures using arthrex corkscrew anchors to treat rotator cuff lesions. Three (3) patients experienced poor shoulder function during the forty-seven (47) month follow-up period. Ref: wellmann, m., et al. (2013). "Results of arthroscopic partial repair of large, retracted rotator cuff tears." Arthroscopy 29(8): 1275-1282.